Event description:
It was reported through the results of a clinical trial (B)(4) that approximately two weeks and three days post index procedure using a commercially available lutonix drug-coated balloon catheter in the left upper arm on the brachial artery anastomotic location, the subject had an adverse event of left arm avf revision with superficialization and branch ligation due to matured fistula too deep with several branches. It was further reported that approximately one year twenty-two days post index procedure, the subject had another adverse event of index arm abandoned and right brachiocephalic avf creation. Reportedly, the index arm left upper extremity brachiocephalic avf occluded despite venoplasty. The adverse event relationship to study device and study procedure were not provided. The current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. A1, d4 (unique identifier UDI) #), g3, h6 (method). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) are adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the results of a clinical trial (av pas 126002) that approximately two weeks and three days post index procedure using a commercially available lutonix drug-coated balloon catheter in the left upper arm on the brachial artery anastomotic location, the subject had an adverse event of left arm avf revision with superficialization and branch ligation due to matured fistula too deep with several branches. It was further reported that approximately one year twenty two days post index procedure, the subject had an another adverse event of index arm abandoned and right brachiocephalic avf creation. Reportedly, the index arm left upper extremity brachiocephalic avf occluded despite venoplasty. The adverse event relationship to study device and study procedure were not provided. The current status of the patient was unknown.

Event description:
It was reported through the results of a clinical trial (av pas 126002) that approximately one year, three months and one day post an index procedure using a commercially available lutonix drug-coated balloon catheter in the left upper arm on the brachial artery anastomotic location, the subject had an adverse event of index arm left upper extremity brachiocephalic arteriovenous fistula occluded. Reportedly, the index arm left upper extremity brachiocephalic avf occluded and abandoned. The adverse event relationship to study device and study procedure were not provided. The current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. Based upon the available information, the definitive root cause is unknown. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B3, b5, g3. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.